Manufacturer narrative:
The resolution that was performed by the hospital is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not operating as expected. There was no report of patient involvement.